Event description:
Customer used the softpick product and the green parts detaches and stuck in their molar. The customer is reporting that it gave them an infection which caused a migraine. Customer did not seek medical attention.